Manufacturer narrative:
The device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). No other anomalies were detected.

Event description:
It was reported that patient presented in clinic due to an infection. The whole system including the implantable cardioverter defibrillator was explanted. Patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.